Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: exact date is unknown. Account provided that the exchange occurred in (B)(6) 2023. (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had poor vision and photic phenomena after insertion of the intraocular lens (iol) into their right eye. The lens was explanted and replaced with a different johnson & johnson model iol. There was no delay in treatment or other interventions performed. The account indicated that the patient has recovered and is satisfied with the exchange surgery. No further information was provided.